Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. The atrial lead exhibited noise oversensing consistent with lead insulation breach. Noise caused inappropriate mode switching. The lead was capped and replaced. Patient was doing well before, during, and after the procedure.